Event description:
Related manufacturer reference number 3006705815-2023-05484, 3006705815-2023-05488. It was reported the patient's leads had migrated. It was reported that the patient's ipg has reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention where the ipg wand leads were explanted and replaced occurred to address the issues.

Manufacturer narrative:
Date of the event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.